Manufacturer narrative:
Health effect - impact code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; extended opening, brown particles in shell and gel, underweight, fold creases. A microscopic analysis was performed which identified; wear abrasion, stress marks and nicks, an extended sharp opening on radius in the same location of crease. Based on the device analysis the final assessment is: a crease sharp opening assessed as fold flaw opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture.

Event description:
Pharmacist reported right side rupture of device discovered via ultrasound, capsular contracture, baker grade IV, and pain. Further reported was trouble breathing which has been deemed not related to the device. Device explanted and replaced.